Event description:
It was reported that the right ventricular (rv) lead had high, out-of-range shock impedance. Boston scientific technical services was contacted and discussed device programming. The device and leads remain in service. No adverse patient effects were reported.